Event description:
On 15/dec/2025 during follow-up for file (B)(4), (B)(6) became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) emergently discontinued ccpd therapy on (B)(6) 2025. The patient¿s point-of-contact (poc) reported the patient was hospitalized due to an infection related to the ¿patient¿s tubing.¿ additionally, the poc reported the patient was being treated with antibiotics for a stomach and blood infection (bacteremia). The patient is reportedly continuing to undergo ccpd therapy while hospitalized, and discharge was scheduled for (B)(6) 2025. Per the patient¿s poc, the patient will resume utilizing the same liberty select cycler following discharge. Attempts to obtain additional clinical information (e.g., medications, causality, hospital records, discharge summary) were unsuccessful. The catheter used by the patient is not a (B)(6) device. The manufacturer of the catheter, and further product information, is unknown. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".